Manufacturer narrative:
No samples were returned for eval and therefore, the reported issue could not be replicated. The root cause of the event cannot be determined in this investigation. There were no add'l complaint reports for the reported serial number. A review of complaint trends indicates that there have been trends for the reported error message. A corrective/preventive action was opened address these trends. This report mailed in to FDA on: 03/19/2008.

Event description:
The customer reported an error message when the system was turned on before surgery. No pt injury was reported. However, at least one surgery was cancelled.